Event description:
Related manufacturer reference number: 2017865-2022-08800, 2017865-2022-08799. It was reported that the patient presented in clinic for follow up. The pacemaker, right atrial, and right ventricular leads were all explanted due to infection. The patient was stable.